Event description:
It was reported to boston scientific that an uphold mesh was implanted on (B)(6) 2011. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure.according to the complainant, the device is causing her pain and discomfort. Also, the patient developed erosion post implantation.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.